Event description:
It was reported that this right atrial (ra) lead was suspected to have a conductor fracture. A remote monitoring alert was received indicating that a lead safety switch occurred. In clinic testing showed that the impedances exhibited high, out of range measurements of greater than 3000 ohms. Noise events were oversensed in both unipolar and bipolar during provocative testing. Reprogramming changes were made, and this lead currently remains implanted; however, a lead replacement procedure is intended. No adverse patient effects were reported. Additional information: it has been noted that a discussion regarding atrial lead replacement took place with the patient in april. The procedure was postponed in favor of a conservative management approach, which was agreed upon by both parties. This lead remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was suspected to have a conductor fracture. A remote monitoring alert was received indicating that a lead safety switch occurred. In clinic testing showed that the impedances exhibited high, out of range measurements of greater than 3000 ohms. Noise events were oversensed in both unipolar and bipolar during provocative testing. Reprogramming changes were made, and this lead currently remains implanted; however, a lead replacement procedure is intended. No adverse patient effects were reported.